Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The device operated as designed, the device fell out of detection due to the CPR artifact and response button usage of the bystanders. There is no indication of a product malfunction that led to the patient's death. Manufacture dates: monitor sn (B)(4): 10/24/2013, electrode belt sn (B)(4): 05/07/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 at 11:00 pm while wearing the lifevest. A nurse reported that the patient was not at the hospital at the time of passing. No additional details are known surrounding the event. Review of the patient's downloaded software flag files and ECG recordings was completed by a qualified consultant. The device detected an arrhythmia at 02:25:01. The patient's rhythm at the time of the detections was a sinus rhythm at 75 bpm, transitioning to vt at 170 bpm, degrading to vf. The length of the arrhythmias was 23 seconds, which is not long enough to prompt a treatment delivery. The rhythm then transitioned to an idioventricular rhythm at 115 bpm with motion artifact. A second arrhythmia detection occurred at 12:28:28. The patient's rhythm was vf for approximately 4 minutes with motion artifact. The ECG analysis indicates that motion artifact caused the lifevest to drop out of detection as the motion artifact was interpreted as a non-treatable rhythm. An additional arrhythmia of vf for 12 seconds with motion artifact was also identified. The length of the arrhythmias was not long enough to prompt a treatment delivery, and was not declared by the device das the motion artifact was interpreted as a non-treatable rhythm. The patient's rhythm then transitioned to bradycardia at 50 bpm with motion artifact. The patient then experienced vt at 130 bpm for 11 seconds. The arrhythmia rate was below the treatment threshold, and was not declared by the device. In addition, the arrhythmia was not long enough to prompt a treatment delivery. The patient then transitioned to bradycardia at 40 bpm from 22:55:28 until device shutdown at 23:00:04. The patient was in a life-sustaining rhythm at the time of device removal. The patient subsequently passed away.